Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, b6, b7, g3, g6, g7, h2, h6, h10, h11 corrected fields: d1, g1, h4.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted if this information is provided to us. The full event site name is (B)(6) medical center.

Event description:
It was reported that the monitor was going out intermittently on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. There was no patient involvement, and no adverse event reported.